Event description:
It was reported by the customer that the device would not charge the battery and it would constantly display the "low battery" indication. There was no patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported condition could not be duplicated. The power supply assembly was tested by charging two batteries, and it functioned properly.